Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided and cause of bg not known. The customer went to the emergency room (ER) and bg was treated with intravenous fluids, however the customer could not recall what exactly they were given. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. A system check was performed, and the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.